Event description:
It was reported that patient was experiencing pain on the right side of her head. The patient was hospitalized and was administered with medication. The implantable pulse generator (ipg) device was providing adequate pain relief.